Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-07023. The patient received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient developed an infection in the ipg pocket. The doctor cleaned out the ipg pocket site and patient was treated by an infectious disease physician. Follow up on (B)(6) 2011, indicates that the doctor thought the fluid noticed in the ipg pocket was a seroma. The doctor drained the pocket on (B)(6) 2011, but did not explant any equipment. The patient was prescribed an antibiotics and a culture was taken and tested positive for staph. Patient also mentioned receiving intermittent stimulation. No further information is available at this time.